Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. This rv lead was replaced. No additional adverse patient effects were reported. Additional information was received indicating that dislodgement was confirmed by xray and lead testing. Testing revealed anomaly such as artifact, oversensing, undersensing and etc.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted cuts in the insulation, likely due to explant damage. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. This rv lead was replaced. No additional adverse patient effects were reported. Additional information was received indicating that dislodgement was confirmed by xray and lead testing. Testing revealed anomaly such as artifact, oversensing, undersensing and etc.